Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by a customer that they had problems with leaking at two different spots on the infusion set.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 25095213 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for material# 2420-0007 and lot# 25075295 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.